Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the voltage tank, the printed circuit board and changed the generator backpane. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's cinema would not function and the system displayed a generator error message and an error message stating the kv was on. No patient injury was reported.